Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Corrected fields: b5, h6 (component code) circuit board should be removed and added selections, h6 (problem code) added selection to go with previously reported selection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The power unit failed due to damage and the valve was not working properly due to a failure in the electropneumatic proportional valve. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the insufflation unit exhibited a damaged power supply and the electropneumatic proportional valve was not working properly. There were no reports of patient involvement.

Event description:
It was observed during the device inspection, that the insufflation unit exhibited circuit board failure. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.